Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer stated the reason for the high blood glucose, was due to cannula not going into the skin. During customer's hospitalization, blood glucose was almost 600 mg/dl. Customer received insulin drip during hospitalization. The blood glucose reading was 289 mg/dl. Nothing further reported.